Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b3/b5/d10 (information was inadvertently missed on the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material adhered to the nozzle was not sufficiently removed and resulted in the clog. The cause of the event could not be specified as the nozzle was not reported to have been deformed and reprocessing was performed in accordance with the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal protruding, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1.keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The device was inspected before use and the procedure was completed using the same set of equipment. The customer uses an olympus endoscope preprocessor (oer-3) to clean, disinfect, and sterilize the device.

Event description:
The customer reported to olympus that there was an adhesion crack while using the evis lucera elite colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there were foreign objects found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a chip and crack found on the adhesive of the bending section cover. In addition to foreign objects being found in the nozzle, the evaluation findings are as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value; the adhesive on the bending section cover had a white clouded area; due to clogging of the nozzle, the air supply volume and water removal ability did not meet the standard value; the adhesive around the objective lens was peeled, the light guide (lg) had a crack, the adhesive around the lg lens was peeled and had a white clouded area, the plastic distal end cover had a dent, the connecting tube had a scratch, the protector of the universal cord on the suction connector had a scratch, the protector of the universal cord on the control side had a scratch, the scope connector had a scratch, and the image guide connector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.